Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device failed the sample mesh test during evaluation. The comb was damage, the bottom roller and gear were worn, and the device was out of calibration. The comb, bottom roll, and gear were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: italy. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at unknown timing the mesher lever did not work. It was broken. It would block and the carriers did not proceed forward. The 3 rollers did not cut the skin. Also, there was roller wear. There has been no report of harm or delay. Diligence is in process. No adverse events were reported as a result of this malfunction.